Event description:
Reporter indicated that patient underwent generator replacement surgery due to end of service and that the new generator was later explanted due to infection in the pulse generator pocket. The infection was treated with antibiotics and explant of the pulse generator only. The infection has reportedly resolved and scheduling of re-implant is pending.